Manufacturer narrative:
UDI: (B)(4). Quality assurance product analysis received and examined the returned ultra avx thrombectomy set. Visual examination of the device confirmed that the catheter was kinked and stretched to the point of separation of the tip from the catheter body. Functional testing also verified that the device was functioning at an under pressure condition which would confirm the tip being separated from the catheter. The complaint device was returned with the tip missing from the catheter. The physician was unaware that the tip was missing from the catheter; therefore, the whereabouts of the tip cannot be confirmed.

Event description:
The site reported the following: a male patient was having a right subclavian vein procedure with an angiojet ultra avx thrombectomy set. When the physician attempted to do 1 more pass in the affected area, the wire stuck in the catheter and the pass was unable to be completed. The physician reviewed the images of the vessel, was satisfied with the results and decided the procedure was successfully completed. The avx and wire were removed together.